Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: model number/catalog number: sc-2366-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-6 lead 50 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2366-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-6 lead 50 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient had an infection and inflammation at the lower flank area. The patient underwent a procedure where the spinal cord stimulator (scs) system was removed. Cultures were taken however there is no information on the results. Post operatively, the patient was doing well. No further information regarding the cause of the infection has been able to be obtained despite good faith efforts. The explanted devices will not be returned as they were retained by the patient.